Event description:
It was reported that a controller fault alarm occurred with the pioneer controller due to internal battery depletion. The controller was exchanged. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
###A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (con417390) was not returned for evaluation as the device location is unknown. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2025 at 13:08:06 and at 15:27:33, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis associated with con428219 revealed five (5) vad disconnect alarms logged on (B)(6) 2025 at 14:13:09, at 14:13:36, at 14:14:00, at 14:14:21, and at 14:14:58, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with con428219 revealed one (1) controller power-up with associated pump start event was logged on 19/feb/2025 at 14:59:13, indicating a loss of power to the controller. Review of con428219¿s data log file revealed that the controller was not in use prior to the event date; the first data point was logged on (B)(6) 2025 at 15:14:10, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the loss of power can be attributed to the initial programming of the controller and the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.